Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported a discrepant (false positive) result on the alinity m sars-cov-2 assay. The customer reported sample ID (sid) (B)(6) completed on (B)(6) 2022 that was positive. The patient believed that this was a false positive due to being asymptomatic. The patient also tested with another company on (B)(6) 2022, and the result was negative. The patient has not tested positive previously and did a brief quaratine/isolation after receiving the positive results. The false positive result was reported outside of the laboratory. There was impact to patient management as the patient was quaratined briefly.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: result logs were reviewed. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot# 526395 is performing outside of established design performance specifications. All discrepant result is near the limit of detection (lod); therefore, the positive interpretations are not 100% reproducible using the alinity m sars-cov-2 assay. A product deficiency was not identified by this evaluation. Quality data review: review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-95) lot 526395 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria at the time of release. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot 526395 and respective components. The CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 526395 and its respective components. Complaint history review: a lot specific complaint history review was performed to identify complaints which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-095) lot 526395. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lot 526395 was not identified.